Event description:
It was reported that during a bladder suspension procedure using tvt, there was a small arterial bleeding from the distal end of the incision in the theatre. One figure eight suture with 2/0 vicryl was used to close the incision. Hemostasis was achieved. Pt had a foley catheter overnight due to urinary retention. The pt voided well the next morning. She was discharged from the hosp that day.